Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: just a small fragment of the screw head, was returned, the main part of the screw is broken off and missing. Dimensional inspection: the relevant dimensions cannot be verified anymore as the main part of the screw was not returned for evaluation. Material review: the lot number was not provided, therefore the material cannot be verified in the manufacturing documents. In general are these screws made out of a titanium aluminum niobium alloy according to norm iso 5832-11 for implants for surgery. Drawing/specification review: drawing reviewed for material specification. Matrixneuro surgical technique reviewed, following potentially relevant statement found: these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon has to make the final decision on removal of the broken part based on associated risks in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed. Matrixneuro instruction for use reviewed, following potentially relevant statements found: place the 1.5 mm self-drilling screw perpendicular to the bone at the appropriate plate or mesh hole. Special operating instructions point 5: pre-drill screw holes (optional) summary: the complaint is confirmed as the screw is broken as complained. Based on the provided information and as just a screw fragment was received the cause of this occurrence cannot be defined. We can only assume that a mechanical overload during the insertion caused the breakage of this device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot numbers reported as 2l05077, 2l73678. Lot numbers are not laser etched on the products, therefore it can not be verified which of the mentioned lot numbers belongs to which screw. Device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an unknown surgery for epilepsy on (B)(6) 2019. During surgery, the surgeon recognized that one of the matrixneuro screw's tip was dull and cannot be used. Thus, another matrixneuro screw was used and when the surgeon inserted the screw into the patient's skull, the screw head broke and was detached from the shaft. The screw shaft remained in the patient's skull. There was no reported surgical delay. Patient outcome reported as stable after the procedure. Concomitant medical products: unknown plate (part# unknown, lot# unknown, quantity# 1). This report is for one (1) matrixneuro screw. This is report 2 of 2 for complaint (B)(4).